Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the saved images on the right monitor of the 9800 system were distorted during a case. The procedure was completed without incident. No patient injury was reported.